Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected. The concluded cause is not adequately described by any other term.

Event description:
It was reported that a pair new transmitter alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. The reported event of a pair new transmitter alert is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 vdc. A review of the share logs was performed and a pair new transmitter message was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. N addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. The reported event of a pair new transmitter alert is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.